Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working, had a sticky trigger, had an unknown substance in the gear and the ball bearings, cap nut was missing, the tip of the covering flange was broken, the motor was worn and made an unusual noise and the trigger components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, improper handling and normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery oscillator device was not working. There was a five minute delay to the planned surgical procedure. A spare device was used to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.